Event description:
It was reported that the pump exhibited an issue with the cassette sensor. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, a bubbled dso seal, bent latch lock, scratched lcd lens, and a worn uso seal. There was no evidence in the device's event history log. Functional tests were performed. Upon review, the reported problem was duplicated. It was determined that the contaminated downstream sensor was the root cause. The downstream occlusion sensor was replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.